Event description:
The customer reported that the central nurse's station (cns) went down due to a failed uninterruptible power supply (ups).

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) went down due to a failed uninterruptible power supply (ups). They will be provided with an exchanged ups to resolve the issue. The cns was monitoring multiple bedside monitor's (bsm's) at the time. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the cns shut down due to a bad ups battery, which is a non-nk manufactured accessory device and not an nk device malfunction / deficiency.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) went down due to a failed uninterruptible power supply (ups). No harm or injury was reported. They will be provided with an exchanged ups to resolve the issue. The cns was monitoring multiple bedside monitor's (bsm's) at the time. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following devices were being used in conjunction with the cns: ups: no model or sn was provided. (This is the device that experienced the failure.) Bsm's: no model or sn was provided.

Event description:
The customer reported that the central nurse's station (cns) went down due to a failed uninterruptible power supply (ups).